Manufacturer narrative:
The device was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got an open book image after swimming in the pool. Customer's blood glucose value was 135 mg/dl. Customer reports they received the open book image on the insulin pump screen. Troubleshooting was assisted. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.